Event description:
It was reported following a coronary dilatation procedure, a 6f angio-seal vip device was used for the right femoral artery puncture. No anomaly was present after closure and hemostasis was achieved. Sixteen hours later a hematoma formed and a femostop device was applied. Forty eight hours after the coronary dilatation procedure a doppler ultrasound confirmed a pseudoaneurysm. The next day, another doppler ultrasound was performed and the results were not similar. A CT scan was performed the next day. Five days following the initial coronary dilatation procedure, the pseudoaneurysm was surgically repaired. The physician has been trained to deploy the angio-seal device, but no training document was available. The representative will follow up with the physician.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device IFU caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.